Event description:
Breast implants pushed through capsule and caused severe nerve pain, tenderness and numbness in breast area. Additionally, I had breast implant illness slowly getting worse over 4 years. Rashes, vomiting, inflammation, joint pain, autoimmunity, hair loss, food sensitivity, inability to sleep, anxiety, abdominal pain, swollen lymph nodes around both breasts, fatigue, lethargy. All reversed after I had an explant of my breast implants on (B)(6) 2018.